Event description:
It was reported that the customer experienced a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was provided with a backup insulin pump to ensure uninterrupted insulin delivery, and a replacement pump with updated software was sent by technical support. Instructions for storage, return, and receipt of the new pump were provided and acknowledged by the customer.